Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. Preventive maintenance was performed. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk at this time. (B)(4).

Event description:
A customer reported experiencing poor suction during a procedure. The system was exchanged to complete the case. There was no harm or injury to the pt.